Manufacturer narrative:
Concomitant medical products: model 3186 scs lead(2), model 1192 lead anchor (2), therapy date unknown. Investigation results will be provided in the final report.

Event description:
Reference MFR. Reports#: 3006705815-2019-01199, 1627487-2019-04048, 3006705815-2019-01200, 1627487-2019-04050. It was reported that the patient¿s scs system was explanted due to infection at ipg and lead site. Patient is referred to infectious disease for further follow up.